Event description:
It was reported that the patient experienced syncope. The patient presented at the emergency room and upon review of episodes non-sustained right ventricular oversensing was observed, the ventricular paced events were not capturing, and capture thresholds were elevated on the right ventricular (rv) lead. Imaging confirmed micro-dislodgement. The rv lead was explanted and replaced. The new rv lead was functioning well. The patient was discharged the same day after the procedure.